Event description:
Original surgery was (B)(6) 2020. On (B)(6) 2021 the surgeon states he (the patient) was fine until about 3ish weeks ago and suddenly developed pain. X-rays can't see anything, but CT and radiologist agreed its broken.